Event description:
It was reported to philips that the device fails operational check at therapy testing. The customer worked with the technical support representative. The customer will be sent a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the hugh voltage capacitor, the replacement for which was ordered to customer. The customer to install capacitor. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails operational check at therapy testing. There was no reported patient involvement.